Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (would not recognize an ECG signal) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause of the inability to connect was isolated to bent pins in the monitor's electrode belt receptacle. The root cause for the bent pins was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it would not recognize an ECG signal.